Event description:
During a coronary stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a 100% stenosed, non tortuous, non calcified, distal right coronary artery (rca) lesion. A ryujin balloon was inserted and inflated to 6 atms and 8 atms respectively. Ivus was used to measure the rca vessel, which was documented as being 3.0 mm and with diffuse disease. The express2 mr 2.5 x 20 mm stent was deployed without incident and the balloon was removed, under fluoroscopy, it was noted that the stent appeared under deployed in the middle. A victox 2.5 x 20 mm balloon was inserted to post dilate the stent, but would not remove the indentation found in the middle of the express2 stent. The express2 delivery balloon was reinserted to post dilate the indentation. The express2 delivery balloon was inflated to 16 atms and then started to decrease pressure suddenly. The physician thought the balloon had ruptured. It was noted that the distal end of the stent balloon was deflating slowly. The physician thought the dog boned stent may have led to the deflation difficulties of the express2 delivery balloon. The guide catheter became deep seated when attempting to remove the balloon from the stent. The express2 delivery balloon was removed without incident and a quantum maverick 2.5 x 15 mm balloon was used to post dilate the indentation in the express2 stent. On the third inflation at 18 atms, the stent was fully expanded. Repeat angiography was performed and the procedure was then completed. The physician examined the express2 stent delivery balloon and noted that the balloon appeared to be twisted in the middle. There were no pt complications or injuries.